Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run log for the questioned sample was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 and its components was performed. The review did not identify any issues, which could result in the reported complaint during the production, or the release testing for lot 506035. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 and its components was performed, and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review performed at the time of the investigation for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 identified one additional complaint related to the reported issue. This additional ticket is currently under investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506035 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that one sample generated a positive result when running the realtime sars-cov-2 assay, but which when run on the altona test (also run on m2000rt) generated a negative result. Both the realtime sars-cov-2 assay, and the altona test were performed from the same sample swab (dry swab in saline) on the same day. The positive realtime sars-cov-2 result was reported by the lab, however, it was doubted by the physician, since the patient is the physician's wife who was together with the husband, and their child tested on the same day. The wife was tested positive, however the rest of the family was tested negative. The reason for testing was to obtain a negative result for going on holidays, patient had no symptoms. When the positive result was reported for the patient, the entire family, as well as the physician's practice was put into quarantine and the physician's practice was closed. The physician took another swab of his wife on the same day, which was then tested again on realtime sars-cov-2 and on altona, and both generated negative results. Another swab was taken the day after, and again confirmed the negative result, on the altona assay. File analysis of the initial run indicates that run controls, as well as internal controls are within specifications, and therefore, do not indicate any instrument malfunctioning. Finding was discussed with the customer: the lower limit of detection of the realtime sars-cov-2 assay is 100 copies/ml, while it is higher for the altona test. Customer is convinced that this assay detects clinically not relevant amounts of target and confirmed that they will keep repeating positive tests with the altona method to avoid any negative consequences for patients, and their surroundings, as well as the laboratory. Customer confirmed that there was no impact to the patient, since the a new swab was tested with altona method. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.